Event description:
The pump contained 1000 mcg/ml of baclofen; it was refilled with 500 mcg/ml. The dose was also changed from 106.7 mcg/day to 211.99 mcg/day. The next day, the patient was unresponsive and experiencing respiratory depression; an overdose was reported. The hospital did not have the printout from the refill session since it was done at another hospital, but believed no bridge bolus was done since the programmer did not show any bolus currently running. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).